Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received, analyzed and indicated oversensing due to non-physiologic signals/ short interval counts (sic). Beginning (B)(6) 2014, sic totaled 55. Multiple non-sustained episodes (nst) were collected with lead noise oversensing. There was an rv lead integrity warning (B)(6) 2014 for sic greater than 30 in 3 days and high rate nst events.

Event description:
It was reported that the right ventricular (rv) lead had exhibited noise and possible oversensing. The physician noted the possibility of an implantable cardioverter defibrillator (ICD) setscrew issue or the lead not being fully inserted into the ICD. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5592-45 lead, implanted (B)(6) 2014 . Dtba1d1 ICD, implanted (B)(6) 2014. (B)(4).